Event description:
Nellcor puritan bennett received information that the unit stopped cycling during patient use. There was no patient harm.

Manufacturer narrative:
Failure investigation testing could not duplicate the reported complaint. However, the device error logs confirmed that the device malfunctioned at the time fo the event.